Manufacturer narrative:
The reported event premature discharge of battery was not confirmed, while device in backup mode was confirmed. The device was received in backup operation. Analysis of the device image indicates backup mode was caused by code corruption triggered by unknown source. After re-loading the product code, the pacer was tested under nominal settings and the results indicates normal functionality. The device was monitored for several days with load under nominal conditions, but backup mode could not be duplicated. Longevity assessment was performed, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
During an in-clinic follow-up, the device was found to be in backup vvi (bvvi). Abbott technical support was contacted and noted the device had reached the elective replacement indicator (eri), however, they were unable to confirm if the battery depletion was normal or premature. Device replacement was recommended, and the device was later explanted and replaced to resolve the event. The patient was in stable condition.